Event description:
Pt has been using contact lenses for almost 4 years now has been facing a problem of late. They had to visit the doc twice as they had severe irritation and their cornea has been affected, it seems. The present situation is they have been advised to go off contact lenses, totally! The power of their lenses is -7.5 or something(myopia).